Manufacturer narrative:
Product evaluation: was not performed for this incident. Confirmed failure: indeterminate functionality. Probable cause: indeterminate. Manufacturing record review: a record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, lot history, and trending were reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The review of the device history record (DHR) showed that there were no issues or non-conformities. The device and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Conclusion: based on the information obtained, product malfunction and product deficiency cannot be confirmed. No further investigation is required all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Manufacturer narrative:
Patient info: unknown/ not provided. Serial number: unknown, information not provided. UDI number: a complete UDI number is unknown, as the serial number was not provided. Initial reporter first & last name: information unknown/not provided. Establishment name: unknown/not provided. Email address: unknown/not provided telephone number: unknown, information not provided. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that posterior capsular bag rupture (pcr) event happened during irrigation and aspiration phase. Vitrectomy was required. No further information available.